Event description:
While doing a co2 laser of vulva, the smoke evacuator suction on berchtold boom-suction did not work like it was supposed to. Thus smoke was not evacuated from the or room, exposing or staff to smoke hazard. Biomed has evaluated and repaired the device. The problem has not continued to happen. Biomed felt it was a question of proper preventive maintenance and not a problem with the device itself.